Event description:
Notes from the history and physical:healthy patient with history of left breast cancer and reconstruction, basically bilateral reconstruction, with recent deflation of right implant and left capsular contracture. Plan for bilateral open capsulotomy exchange of implants for old saline implants for new silicone implants.